Manufacturer narrative:
The device history records for lot number 89020-mci-319-10 (B)(4) were reviewed and all processes and test criteria are within the medpor implant spec. .

Event description:
The doctor stated that the pt had a glioma resection to remove a tumor and had radio therapy sessions following the procedure. The doctor stated that during the radio therapy sessions, the wound was pulled open while removing an indicator. The doctor reported that a local infection presented at the wound site and was treated with antibiotics. The doctor stated that three weeks later on (B)(6) 2010, the pt received a medpor customized right cranial implant to correct the defect. The doctor stated that pt returned on (B)(6) 2010, with a skin infection that is producing fluid.